Event description:
It was reported that,"inner packaging was dropped in to the sterile field and was passed back before it was opened. Top of packaging was observed to be damaged. Never opened or implanted."